Event description:
It was reported that the patient was experiencing inadequate stimulation due to paddle lead migration. The patient underwent lead replacement procedure, and the explanted lead was not returned per facility policy.